Manufacturer narrative:
The reported event involving a pump module(s) ¿during a site visit, the alaris pump alarmed air-in-line with a clinical trial drug. The clinician had to remain bedside with the patient 1:1 because the timing of the medication was critical. The clinician had to continuously press re-start to ¿force the medication through¿ could not be confirmed. The source device was not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported during a site visit, the alaris pump alarmed air-in-line with a clinical trial drug. The clinician had to remain bedside with the patient 1:1 because the timing of the medication was critical. The clinician had to continuously press re-start to ¿force the medication through.¿